Manufacturer narrative:
Device evaluation summary: it was reported that the ventilator performed as intended after extended self-testing was performed; however, the air flow sensor is planned on being replaced. The date the evaluation of the ventilator performed or who performed the evaluation was not reported but has been requested. The date of the ventilator evaluation was estimated to be 2019-01-17 when the information was received. If additional details are obtained, a supplemental medwatch will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator oxygen concentration was changed and an alarm was generated. Ventilation was reported to have stopped and the safety valve open (svo) was displayed. The patient was placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
Additional information: additional information was received on 2019-feb-04 providing the date in which the air flow sensor was identified to need replacement. Per received information, the evaluation was performed by a medtronic employee. D10, h10 evaluation summary: h2, h6 results and conclusion codes, h10 a service engineer (se) inspected the device found that the ventilator performed as intended after extended self-testing was performed; however, they replaced the exhalation flow sensor. The unit passed testing and operated within the manufacturing specifications. An exhalation flow sensor was returned to medtronic on 2019-feb-14 and an investigation was performed. A visual inspection found no anomalies and no fault was found with returned component. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.